Event description:
It was reported that the device had a power on reset. The parameters were reprogrammed and the device remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset occurred. Critical ram parity error was recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. Concomitant products: 4076 implantable pacing lead: (B)(6) 2006. (B)(4).